Event description:
The customer reported that pitocin (300 units/500ml) was programmed at a rate of 4mu/min. At approximately 0800 the rn noticed the rate change to 2mu/min. The rate was then reset to 6mu.min. However at 0818 the rn found the device off. The device was plugged in to an external out let with no alarms noted at the time of the event. There was no patient harm reported.

Manufacturer narrative:
The customer¿s report of a device turning off and a rate change was confirmed in the pcu event log. The pcu event log shows that the ¿device turning off¿ was due to a channel disconnect. The pcu event log also shows that the pump module was initially programmed to infuse oxytocin induction 30unit/500ml (drugid 163) run at 2ml/hr and then 4ml/hr prior to the channel disconnect. After the channel disconnect the device was programmed to infuse at 6ml/hr, 8ml/hr, 10ml/hr, 4ml/hr, 2ml/hr, 4ml/hr, 6ml/hr, 8ml/hr, 10ml/hr and 12ml/hr. The device was then programmed to infuse oxytocin post delivery 30unit/500ml (drugid 165) at a rate of 344ml/hr with a vtbi of 167ml and then later at 95ml/hr. Although requested, the pump module and concomitant devices were not returned for investigation. The concomitant pcu was tested for channel disconnect; channel disconnect was not replicated during testing. The probable cause of the device turning off was due to a channel disconnect. The root cause of the channel disconnect was not identified. The root cause of the unintended rate change was due to user programming.

Event description:
The customer reported that pitocin (300 units/500ml) was programmed at a rate of 4mu/min. At approximately 0800 the rn noticed the rate change to 2mu/min. The rate was then reset to 6mu.min. However at 0818 the rn found the device off. The device was plugged in to an external out let with no alarms noted at the time of the event. There was no patient harm reported.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Device- pcu received- suspect device lvp not sequestered.

Event description:
The customer reported that pitocin (300 units/500ml) was programmed at a rate of 4mu/min. At approximately 0800 the rn noticed the rate change to 2mu/min. The rate was then reset to 6mu.min. However at 0818 the rn found the device off. The device was plugged in to an external out let with no alarms noted at the time of the event. There was no patient harm reported.